Event description:
During the fourth collection cycle the phlebotomist noted a change in plasma color to pinkish and blood in line was very dark. Manager and supervisor discontinued procedure due to suspected hemolysis. Urine sample was obtained with hemolysis present. Donor transported to hospital by ambulance.